Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Critical pump error image was not displayed on the screen. Customer also reports that they received alarm for sensor updating. Customer¿s blood glucose was 131mg/dl at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with critical pump error and motor safety circuit failed test error confirmed in history file due to software error. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify sensor anomaly due to critical pump error.

Event description:
Incident date has been changed to (B)(6) 2017.